Manufacturer narrative:
Cn. Hp cable # 02250. Handpiece #202502. 000 evaluated, meets specifications, contact customer no faults found. It could be the bad insert causing the heat. Unit scrapped per instruction. Qa. Jb. The DHR review for this complaint is not required because the product was returned for evaluation and no fault was found. No further action is required.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron select sps swvl g124 they allege that the handpiece and inserts are getting hot. No injury was reported from the alleged event.